Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, and the device experienced early battery depletion. The device was explanted and replaced, and the pace/sense portion of the rv lead was capped, and a new paces/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The battery depletion was found to be normal and met expected longevity.